Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call, the customer has been having issues with the insulin pump. The device has a keypad anomaly, buttons blocked. He reported the customer's blood glucose was a little high, 150 mg/dl. Changing the set and the insulin didn't help. Customer's father believes the piston on the device is not working correctly. No damage was noted on the drive support cap. Customer has reverted to his backup plan because of the high blood glucose. The device is not returning for analysis.